Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. It was reported that approximately one month after the intervention procedure, the patient presented with symptoms of liver failure, renal failure, and respiratory failure. The patient stated that they do not wish to have further treatment. Approximately two months later the patient expired.